Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of two (2) flo-thru intraluminal shunts. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection was performed and particulate matter was identified in both samples. Inspection under a microscope conducted and the loose particulate matter in the first sample was determined to be fibers; however, the size of the identified fibers was within specification. The reported condition was not verified in one returned device and the device was found to meet specification. The particulate matter for the second sample was determined to be room-temperature-vulcanizing (rtv) silicone from the manufacturing process and did not meet specification. The reported condition was verified in the second sample. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.